Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that this issue had been occurring since two days before the call. Customer also stated that the numbers were scrolling on the insulin pump's screen. Most recent blood glucose reading from earlier in the day of the call was 70 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, a severely scratched display window, a cracked display window, a scratched case, a scratched reservoir window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces. No number scrolling anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.